Event description:
It was reported that during a lap hepatectomy, the clip suddenly could not to be fed into the jaws properly. The device functioned properly in the 1st few firings. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: please clarify: "could not be fed into the jaws properly" did the clip advance into the jaw?---no information. Did the clip feed sideways? ---no information. Did the clip feed multiple clips at one time? ---no information. Which firing of the device did this event occur on? ---after several firings. What vessel or structure was the device fired on at the time of the event? ---no information. Was the clip fully advanced into the jaws prior to firing? ---no. Was there any torquing or twisting of the device present at the time of firing? ---no information. Was any unexpected resistance felt while firing the trigger? ---no information. Were any unexpected noises heard? If so, when? ---no information. Did anything unexpected happen prior to this incident? ---no information. Was the device fired after this incident in or out of the patient? ---no information. What were the indications for surgery? What was found? ---no information. Does the patient have any relevant history of surgical treatments? --no information. Did somebody other than the primary surgeon fire the instrument? -no information. Was there a recent conversion to ees devices in this account or with this surgeon? ---no information. The analysis results found that the device was returned with the jaws misaligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, four scissor clips class iii. It is known from the history of the device that the incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips which may result in clip malformation. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The misaligned jaws is not related to the issue of the device miss feeding original reported. No incident related to the reported event was observed during the batch record review.